Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Health care professional reported via device tracking capsular contracture baker grade iii. Device has been explanted and replaced.

Event description:
Health care professional reported, via device tracking capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, wear abrasion, crease fold, broken shell, and missing shell (0-25%). Leak test and microscopic analysis was performed which identified, two crease smooth openings on posterior and anterior, two crease smooth broken on posterior and radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: two crease smooth openings on posterior and anterior assessed, as fold flaw opening. Two crease smooth broken on posterior and radius assessed, as fold flaw opening. Missing shell assessed, as inconclusive.